Event description:
It was reported that the lesion was located in a narrow, mildly calcified, 80% stenosed, mid left anterior descending artery. A 2.25x30 mm stent had been placed in a previous procedure. Predilatation was performed prior to the attempt to cross distally through the previously deployed stent with a 2.5x18 mm xience v stent. Slight resistance was felt during advancement, and during crossing, the xience v stent became caught on the previously deployed stent. An attempt was made to withdraw the stent delivery system; however, this failed and the stent implant dislodged in the vessel. Balloon catheters were used to deploy the stent to the vessel wall in an unintended site. No other medical intervention was performed. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.